Manufacturer narrative:
Visual review confirms rod breakage. Optical examination of the fracture surfaces identified severe damage and smearing. No additional information can be obtained to the on fracture surfaces due to the extent of the damage. After visual optical, and microscopic, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The age of the product (+15 years in vivo) suggests the rod may have broken due to cyclic fatigue.

Event description:
It was reported that the patient underwent a revision surgery due to a broken rod that was causing back pain. Bone fusion was complete. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.